Event description:
N/a.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issues referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 4 prostyle devices prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, a cuff miss occurred with the 4 prostyle devices since a connection failure of the needles was described with no connection to the suture. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f and 15f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.